Event description:
As reported by the deceased pt's spouse, pt passed away in 2002 from a clot that supposedly broke loose from where pt had, what spouse called, an "aortic bi-fem" (the graft was implanted in 1997 for an aortic bifemoral procedure). Twelve days later, co learned the following: according to the spouse, pt's drs told spouse that pt had clots from their renal artery down through their legs. Spouse requested that no autopsy be performed. In 2002, co learned the following from the deceased pt's spouse: the pt's left leg was amputated during surgery due to unresolvable occlusions. The pt actually expired 2 months earlier.